Manufacturer narrative:
No product is being returned for evaluation.(B)(4)

Event description:
It was reported that the white suture snapped out of anchor while tying down on suture; anchor remains intact in the joint. Dr. Implanted another anchor in a different site. Clarification indicated neither suture broke, the anchor itself broke and both sutures pulled out. He removed both sutures from the shoulder.